Manufacturer narrative:
(B)(4). Retainer ring = black, p-cap, reservoir locks properly into place. Blank display due to cracked liquid crystal display window. Cut open pump, however no moisture damage noted on electronic assemblies. Unable to perform displacement test, self-test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin had moisture on the screen. Customer stated there is like a moisture on the screen which prevents her seeing the whole screen. The customer stated the device shows no signs of physical damage with. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.